Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim alleges that the pt underwent knee replacement surgery in (B) (6) 1999. As a result of the defect in the product, he developed significant medial condyle osteolysis and required surgery in (B) (6) 2008 as a temporary measure to abate the bone destruction.